Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that she had a pump in the past and it was not effective. Patient stated that the pump was moving around and she had it in her body for way too long. Patient service specialist asked when this started and the patient stated about 3 months ago. Troubleshooting was not required. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that she had symptom of legs going numb and pain not being covered with old pump. Patient did say she was happy with her new pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated that it was very hard to find their pump. The patient further reported that the pump had moved and that they had it for 5 years and it needed to be replaced in any case. Per device registration, the patient had a mdt pump implanted on 2019-12-01 that was removed and replaced on 2024-05-07 but was listed as unknown for model and serial numbers. The patient provided the name of their pump doctor and the agent documented the information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.